Event description:
The following journal article from 1999 was reviewed: article citation: lee, a.m, rockman, c.b., riles, t. S., rosen, r.j, lamparello, p.j., landis, r. (1999). Report of a single-institution experience using the evt endovascular abdominal aortic aneurysm graft in 25 pts. Annals of vascular surgery, 13:1, 60-66. This article as part of the phase 1 and phase 2 evals of the evt device was regarding 25 pts, who underwent placement of an ancure graft between 1994 and 1997. Of these 25 pt, there were 8 tube grafts and 17 bifurcated grafts attempted. Twenty-two of the 25 grafts were successfully deployed.

Manufacturer narrative:
As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.